Event description:
Customer reports receiving a result of 137 mg/dl on their freestyle blood glucose monitor. Later the customer experienced a convulsion and paramedics were called. Customer's spouse received a second glucose result of 61 mg/dl, and paramedics received a glucose result of 22 mg/dl on an unknown brand of meter. Customer was administered an intravenous treatment in order to raise glucose levels.